Event description:
The customer reported that following an open procedure, a patient experienced an infection. A pump had been placed for post operative pain relief and would have been filled with 0.5% bupivacaine and the patient would have had the pump on for 2-4 days. The customer was not able to provide specific information on this patient and how the infection was treated.

Manufacturer narrative:
As of 08/07/2009 the pain pump has not been returned for evaluation. No conclusion can be drawn.